Event description:
During surgery for a deep brain stimulator placement, it was noted during stimulation of the microelectrode, that the pt was having response on the right side of this body when there should have been responses on the left side of body. Discussions were held between neurologist and neurosurgeon. During discussions, it was noted that on medtronic stealth station, that we were in navigation mode for the right side of the body and not the left. But when switched back to planning screen on stealth station, the machine switch the screen to left side of the body. Able to replicate this issue multiple times, and many phone calls made to rep at medtronic to figure out that went wrong. But with no returned phone calls in timely manner, we were force to abort the case due to safety concerns to the pt. Neurosurgeon ordered a stat CT scan for the pt and then went to recovery room. CT scan noted blood and free air in the pt's third ventricle. Issue with accuracy noted with 5mm difference between plan 1 and plan 2 of navigation.